Event description:
Camera lenses did not have clear view.======================manufacturer response for camera lens mri0, (brand not provided) (per site reporter)======================returned for repairs.